Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reloaded the cartridge and their issue was resolved. The customer's blood glucose level was 600 mg/dl the customer treated blood glucose level with a correction bolus. During follow up with tandem technical support, the customer reported that their blood glucose was returning with range after manual injections.